Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, the event occurred after a procedure when removing the hand piece form the controller. The connector popped off. There was no patient involvement or injury.